Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and replaced components to troubleshoot the issue, but the plt failure persisted; all plt counts were at zero with vote outs. The red/ white preamplifier (r/w preamp) card was replaced, resolving the plt issues encountered. The repair was verified per established service procedures. (B)(4).

Event description:
The customer reported high platelet (plt) recovery on startup results from a coulter lh 500 hematology analyzer. The customer was provided phone support troubleshooting assistance, which did not resolve this issue. A service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.